Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, eye irritation. There was no report of serious or permanent patient harm or injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, eye irrtation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the device. The internal aspect of the device was inspected and the manufacturer observed dust/dirt contamination on the flip lid seal, throughout the humidifier, on the blower, within the blower box and on the air inlet of the blower. The presence of dust / dirt contamination in the device was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath suggest a source external to the device. The manufacturer also observed evidence of water ingress on the blower and the blower box enclosure. Slight black contamination at the blower seal of the blower box was observed during the device evaluation and it is consistent with the keratin contamination. Fibrous, hair-like contaminant found on the flip lid seal. Mineral deposits on the flip lid seal and inside the humidifier water storage tank was observed and are being consistent with the use of non-distilled water in the humidifier. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 28 instances of stop error e-200 and 4 instances of reboot error e-30. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/dirt contamination and water ingress was observed and are consistent with being from an external source.